Event description:
The rptr stated that she had done back to back tests with results of 20, 42, 117 and 158 mg/dl. She stated that she did not have control solution to test with. The rptr was not having any symptoms, and did not allege harm.